Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on the record being created in error. Please disregard initial reporting under MFR# 3004753838-2018-24120

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced "no connection of sensor" . No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.